Event description:
MFR is marketing medical device with instructions to use device off-label for the medication. It is intended for epinephrine. MFR is recommending that all children get a 0.15mg dose of epinephrine. The FDA approved instructions for epinephrine 1mg/ml (1:1,000) for children under 66lb is 0.01mg/kg. A universal pediatric 0.15mg dose would provide a serious overdose to children under 15 kilograms, with a medication that is considered "high-alert" by the FDA, jacho and ismp. This could cause serious harm to children and is reckless considering the safety profile of concentrated epinephrine.